Manufacturer narrative:
(B)(4). Analysis description: final analysis confirmed the reported complaint of backup operation. The backup was due to transient nmi; electromagnetic interference was suspected. A product download restored normal function.

Event description:
It was reported that during a device check, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. No adverse consequences occurred to the patient.